Event description:
The filter basket and stent were deployed without incident; however, the filter basket could not be recovered because the filter caught on the stent. A buddy wire was used because of the tortuosity and did cross through the stent, but it did not straighten out the vessel enough to get the recovery catheter to pass to recover the filter. Several attempts were made using different recovery catheters, but they could not cross the stent. The basket was recovered by pulling it through the stent into a shuttle sheath. The stent did not move and the pt is doing fine. There was no pt effect or injury.